Event description:
It was reported to philips that the c-arm could not be moved. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that the geometry and table couldn't move. The fse checked the logfiles and found that the geo ipc cannot communicate. The fse also found that the sid was unknown and no movements were unavailable. The fse re-plugged the network cable on the switch and downloaded the geo ipc software. After the repair, the device was returned to use in good working order. The codes were updated based on the investigation outcome.